Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, an aortic valve replacement (avr) was performed due to aortic regurgitation (ar) secondary to mild thickening and calcification of the native valve. This 21 mm trifecta valve and a 26 mm triplex/terumo synthetic graft were implanted. In (B)(6) 2016, severe ar and cardiac insufficiency were confirmed and on (B)(6) 2016, re-do avr was performed. At explant, a tear was observed along the base of the non-coronary cusp, which was extended to the stent post shared with left coronary cusp. A 19 mm tissue valve from another manufacturer was implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.